Event description:
Customer reportedly received result of 61 mg/dl and 205 mg/dl within 10 mins on the aviva system. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.